Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap cholecystectomy. Detailed description of event: the rep was informed of the event by [name] who had the event explained to her by the surgeon after the case. During a lap chole, the specimen was placed in the bag and as it was being removed from the patient the bag broke. It is unknown if the incision was enlarged prior to the attempted removal. It is unknown how the case was completed after the bag broke. Patient status is fine with no patient injury. The product was disposed of by the facility and is not available for return. The product was sold to [name] and was shipped to [name]. Additional information received via email on 02jun2020 from [representative] "the bag broke while the gall bladder was partially exteriorized so the surgeon manually removed the gallbladder. It didn't fall back into the abdominal cavity." The port site was not enlarged to facilitate the bag removal. The break occurred at the seam of the bag. The surgeon did not say if any material leaked out from the broken bag and back into the patient. There are no pictures available of the device. Patient status: no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be confirmed. Based on the description of the event unit, it is likely that the bag broke from the stress exerted on the bag while the specimen was being removed from the extraction site. While the complainant indicated that the port size was enlarged, it is possible that the port site was not properly sized for the specimen. The instructions for use (IFU)states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." The probability and critically of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: lap cholecystectomy. Detailed description of event: the rep was informed of the event by [name] who had the event explained to her by the surgeon after the case. During a lap chole, the specimen was placed in the bag and as it was being removed from the patient the bag broke. It is unknown if the incision was enlarged prior to the attempted removal. It is unknown how the case was completed after the bag broke. Patient status is fine with no patient injury. The product was disposed of by the facility and is not available for return. The product was sold to [name] and was shipped to [name]. Additional information received via email on 02jun2020 from [representative]: "the bag broke while the gall bladder was partially exteriorized so the surgeon manually removed the gallbladder. It didn't fall back into the abdominal cavity." The port site was not enlarged to facilitate the bag removal. The break occurred at the seam of the bag. The surgeon did not say if any material leaked out from the broken bag and back into the patient. There are no pictures available of the device. Patient status: no patient injury.